Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she first started experiencing having trouble with the device right from the start, she had a hard time charging the device and couldn¿t get all the bars. The patient reported having an appointment with a healthcare provider on (B)(6)2018. The patient reported that she sat for hours to charge and it only lasted for a couple of days instead of a week like she was told. The patient reported that no steps were taken to resolve the having trouble with the device. The patient reported that she never got back to them tell now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having trouble about her device. No further complications were reported.